Manufacturer narrative:
Hamilton medical ag event reference number: cer(B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: several technical failures with internal reference numbers 446026 (vref error), 446029 (affects alarms) and 446029 (ambient mode entered) were reported.